Event description:
They had a fall in (B)(6) 2022 and they had to have a surgery where the doctor in the ER (emergency room) gave them a plate and screws which fell apart after 4-5 months and they had to do another surgery in (B)(6) 2022 to fix everything and do a hip replacement. Reference report: mw5148075. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).